Event description:
It was reported that there was an alert due to high impedance on the right ventricular (rv) lead. It was observed there was possible fracture and varied impedance during in-office testing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2007, 5594 implantable pacing lead implanted: (B)(6) 2001. (B)(4).